Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an abscess. The patient's physician treated the abscess and prescribed a cortisone cream to the patient. The patient reported that the abscess had healed after using the prescribed cream.